Manufacturer narrative:
Zip code: (B)(6). State: (B)(6)

Event description:
A report was received that the patient received the elective replacement indicator one and a half years after the ipg implant date, the physician made the decision to replace the device. The physician suspected malfunction of the ipg due to the short timeframe and that the device was not being used at a high frequency.

Manufacturer narrative:
Device analysis of the ipg revealed that the device battery reached the eri state prematurely than the predicted battery longevity per the direction for use (dfu). The root cause of the premature battery depletion was the high vh setting by the firmware and its continued max value setting.

Event description:
A report was received that the patient received the elective replacement indicator one and a half years after the ipg implant date, the physician made the decision to replace the device. The physician suspected malfunction of the ipg due to the short timeframe and that the device was not being used at a high frequency.